Event description:
A customer contacted stryker to report that their device had powerered off unexpectedly. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Additional information: stryker performed an initial evaluation of the customer¿s device. The reported issue was able to be verified and unable to be duplicated. The exact root cause was inconclusive, but as a precautionary measure, the battery and/or battery pins were assumed to be the potential issue and subsequently replaced. The device passed functional and performance testing and was returned to the customer for use. Corrected data: section a4, weight on of the initial medwatch report indicates: 60. Section a4, weight on of the initial medwatch report should indicate: 100.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powerered off unexpectedly. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.